Event description:
It was reported that the customer experienced a low blood glucose (BG) level of 40s mg/dL. Low BG cause was not known. Customer¿consumed carbohydrates¿to address BG.¿

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 8 / Unknown / iOS 18.4.1.